Manufacturer narrative:
The affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the device had high pressure during pm. There was no patient involvement.

Manufacturer narrative:
A review of the device history record for sn (B)(6) was performed from the date of manufacture 12/20/2019 to the present date 01/12/2021 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. The customer reported problem was not confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Event description:
The customer reported that the device had high pressure during pm. There was no patient involvement.